Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection, wound dehiscence. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with a 275cc smooth mentor memorygel breast implant and experienced postoperative right-sided wound infection and device extrusion. During one week post-op visit, the patient presented with body aches, low grade fever, and erythema to her right breast. Surgeon noted mild erythema and tenderness surrounding the incision. Patient returned for another visit and presented with wound infection and dehiscence of the right radiated breast skin with exposure of implant. As a result, the patient underwent explantation without replacement on (B)(6) 2019.